Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator recorded multiple appropriate shock impedance via latitude. It was noted post shock reversion that there was noise on the right ventricular (rv) lead. The egm showed oversensing noise resulting in pacing inhibition greater than 1 second. The noise was intermittent, undersensed and pacing resumed within 1 second. In addition, the presenting egm showed sinus tachy and undersensing noise on the same channel. Boston scientific sales representative will contact the healthcare professional to have the patient follow up in clinic. No adverse patient effects were reported. This rv lead remain in service. Additional information was provided on 27jul2021, it was reported that this patient was hospitalized and received more appropriate shocks. The patient was hospitalized for an electrophysiological (ep) study. Subsequently, this patient was discharged from the hospital since the patient was not well enough to undergo the ep study. An x-ray was performed and the lead appeared to be intact. The patient will continue to be monitored via latitude home monitoring system. No additional adverse patient effects were reported. This rv lead remains in service.